Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 11/18/2021. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow had low suction and was not emptying her which resulted in clogged ducts. The customer also alleged that she had to take an antibiotic when her milk first came in because she was engorged. The customer also alleged that she has inverted nipples and relies solely on the pump.